Event description:
It was reported that the 6800 system would not boot up and the foot-switch would not work. Also the hand controller was missing. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot-switch, hand controller, single board computer, and hard drive were replaced and the software was re-installed during the service call. The system was tested, and found to be working as intended, and put back into service.